Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. The sutures of two proglide device were successfully pre-placed. The sheath was upsized to 14f and the tavr procedure was completed. Reportedly post procedure, one of the proglide sutures broke and pulled through the artery when attempting to tie the suture down. A covered stent was used to achieve hemostasis. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information received it is determined that the reported issue is likely related to circumstances of the procedure. In this case, it is likely, a suture snag, (possibly due to posterior cuff miss), an interaction with patient anatomy, or excess pull contributed to the suture break. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.